Event description:
It was reported that the pt experienced withdrawal symptoms that included nausea and unspecified cognitive changes in (B) (6) 2009. The pt stated that they were seen by their physician every two weeks. On (B) (6) 2010, a catheter dye study was done that confirmed a malpositioned catheter; it was in the epidural space. The same day, a rotor study was done on the pump with normal results. The pt underwent a catheter revision. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and morphine sulfate.

Manufacturer narrative:
(B) (4).